Event description:
The complainant is a user of the glucometer elite blood glucose system. Complainant states that since complainant began using the elite system, complainant has used excel off brand reagent strips. On a recent trip to the usual pharmacy to purchase excel off brand reagent strips they were not available. Needing a reagent to perform a blood glucose measurement, complainant purchased the bayer elite test sensor. The use of excel off brand reagent is not approved nor recommended by bayer diagnostics. The customer attempted to perform a blood glucose measurement using the elite test sensor. Complainant noticed that the reagent sensor was not snugly fitting into the instrument slot. It appears that the excel off brand reagent may have deformed the glucometer elite blood glucose systems reagent test sensors contacts. If the test sensor does not make firm contact with the instrument it is very possible that an erroneous blood sugar result could be displayed. A request was made to return the system for eval. In the meantime a replacement unit has been provided to the customer.